Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. Battery cycle 6.0 received the lowbatteryalert (104) on 07/17/2025 11:00:00 after more than 7 days at 9.99 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/07/2025 07:12:00 after more than 7 days at 15.56 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/21/2025 17:43:00 after more than 7 days at 18.39 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, missing display window/cover, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. Cosmetic damage was confirmed at the battery compartment(cracked). Corroded battery tube noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the battery tube side of pump and low battery alert that she receives. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump¿s functionality. Troubleshooting was performed for low/short battery lifetime. Battery lasted more than 1 week. Explained this is expected behavior. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.